Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were available. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: it was reported that despite the nurses tightening and checking connections prior to patients going to the or, the connections become loose causing blood or IV fluids to spill. No injury reported.